Manufacturer narrative:
On (B)(6) 2015, fse adjusted and reconfirmed clot detection sensitivity and performed clot parameter testing. The results of the clot parameter test indicated that the parameters were within specification. Additionally, sample pressure monitoring functions were reconfirmed. The pressure board was not replaced. Service indicated that the device was functioning properly. No further action was required. The most probable cause of the reported event was due to a misaligned detector. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported sample clot (sc) errors with their aia-2000 analyzer while running b12/folate on samples with high protein content. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and alpha feta protein patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.